Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, a defect of the image sensor unit, or failure of the internal circuit board of video connector or the system caused the image to disappear. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. <> if the object cannot be seen clearly, wipe the objective lens using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up / down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, the image disappeared in the up/down angulations due to damage to the charge coupled device (ccd) unit. Additionally, the following issue were found: the adhesive on the bending section cover (a-rubber) had a chip, the control unit was sticky due to water leakage, the suction connector (s-connector) was sticky due to water leakage, the scope connector cover (sc cover) was sticky due to water leakage, due to wear of angle wire, bending angle in the up direction did not meet the standard value, due to damage, the angulation lever did not move smoothly, the connecting tube had a dent, and the grip was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis lucera elite bronchovideoscope was returned to olympus for evaluation with a report that the entire screen became black and showed no images. There was no report of patient or user harm associated with the event.